Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7103100.

Event description:
It was reported that a clinical study (wavewriter-solis a4077) patient's leads had migrated which was confirmed by x ray. As a result of the lead migration, the patient was not able to achieve pain relief. The patient underwent an additional surgery where two new leads were implanted. Additional information was received that indicated that the patient was also experiencing pain in their left ribs from the stimulation, which resulted in this lead revision surgery.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7103100.

Event description:
It was reported that a clinical study (wavewriter-solis a4077) patient's leads had migrated which was confirmed by x ray. As a result of the lead migration, the patient was not able to achieve pain relief. The patient underwent an additional surgery where two new leads were implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, batch/ serial: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, batch/ serial: (B)(6).

Event description:
It was reported that a clinical study (wavewriter-solis a4077) patient's leads had migrated which was confirmed by x ray. As a result of the lead migration, the patient was not able to achieve pain relief. The patient underwent an additional surgery where two new leads were implanted. Additional information was received that indicated that the patient was also experiencing pain in their left ribs from the stimulation, which resulted in this lead revision surgery. Additional information was received on 25may2023 indicating that the event has a causal relationship to the leads and ipg but was not related to the procedure.